Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 24mm amplatzer septal occluder (aso) was selected for implant. The device was reported to have deployed in a "cobra-head" formation. The device was removed from the patient and exchanged for another 24mm aso (lot number: unknown). No patient consequences were reported. No additional information will be provided.

Manufacturer narrative:
An event of deformation upon deployment was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 24mm amplatzer septal occluder (aso) was selected for implant. The device was reported to have deployed in a "cobra-head" formation. The device was removed from the patient and exchanged for another 24mm aso (lot number: unknown). No patient consequences were reported. No additional information will be provided.